Manufacturer narrative:
At this time, msi is waiting for the device involved in the adverse event to be sent back so an investigation can be conducted. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
A part of the tip broke and fell down into patient body after going into trocars.